Event description:
The user facility reported that a total of 8 ICU patients had been diagnosed with acinetobacter infections over approx four days. The facility reported that two bronchoscopes were used to examine these eight patients, but they elected to return three devices for evaluation. The hospital reported that they had cultured these bronchoscopes, and the test results were negative. A rep of the user facility indicated that they do not suspect these bronchoscopes to be the cause of the pt's outcome, as the pts' were immunocompromised, and there could be other potential sources of infection.

Manufacturer narrative:
The device referenced in this report was sent off to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. The laboratory report indicated that there were six colonies forming units microbial growth, but the organism has not yet been identified. Subsequent to receiving the device from the laboratory, the device was investigated. The investigation revealed a build up reddish stain on the connection between the k-mounth unit and the instrument channel. The build up of reddish statin was attributed to insufficient cleaning. The instrument channel wall had scrape marks, which was attributed to physical damage. In addition, there was a bluish residue noted on the instrument channel tip and evidence of scratches on the plastic cover (c-cover) at the instrument channel tip area. The bluish residue was attributed to insufficient cleaning. Olympus cannot conclusively determine the cause of the patient's outcome. However, the patient's pre-existing conditions cannot be ruled out as contributing factor. This report will be supplemented within 30 days following completion of the microbial identification. This report is being submitted as an MDR in an abundance of caution.